Event description:
Pt transported on vent to cath lab without problems. When setting up gas supply for return, utilizing o2 cylinders, vent shut down. Three unsuccessful attempts to restart the vent. Pt manually bagged back to unit on less vent support.